Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as multiple hardware. The fse performed decontamination of ion-selective electrolyte (ise) module and replaced the ise sample pot, ise mix motor, reference electrode, mixing bar, solenoid valve, reference electrode a&t and valve. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous sodium (na) patient results on their au480 chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no affect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event. The customer did not provide patient demographics. The customer provided data for two (2) patient samples. Upon review, the results for potassium (k), chloride (cl), and carbon dioxide (co2) were also erroneous.